Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The device was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported events for tracking difficulties, balloon burst, and withdrawal issues were unable to be confirmed due to unavailability of device or imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Regarding the tracking difficulties, edwards has provided guidelines and instructions to physicians on visualization, assessment, and preservation of the vasculature, adequate preparation of the vasculature, the optional use of predilitation of the target valve, and proper use of flexion while performing navigation through the anatomy in the IFU and training materials/refresher training. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Patient and/or procedural factors can contribute to difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis. Patient factors such as calcification may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during tracking. In this case, it was reported that the esheath was not fully inserted and the patient access vessel were severely calcified. Prescence of calcification may have constrained passage of the sheath and/or delivery system, resulting in increased force required to advance both sheath and delivery system with thv out of the sheath. Higher push forces during maneuvers due to calcification may have led to a less-controlled advancement that, once resistance between the delivery system and sheath/vasculature was overcome, resulted in an abrupt advancement of the delivery system that damaged patient vasculature. Such damage was also potentially exacerbated by the sheath tip not being positioned in past the aortic bifurcation, leading to the reported vascular dissection. As such, available information suggest that patient factors (calcification) and procedural factors (esheath not fully inserted) may have caused or contributed to this complaint event. Balloon burst may result from damage to the balloon material sustained through a combination of patient and/or procedural factors. The structural integrity of the balloon may be compromised during delivery system advancement through sheath/vasculature via unfavored interactions between the balloon and the crimped thv (typically promoted by calcified, tortuous, and/or vessel-restricted anatomy via non-coaxial advancement angles). In this case, it was reported that there was resistance while advancing the valve through the esheath and the valve was stuck in the iliac artery, and the patient access vessel were severely calcified. It is possible that advancement maneuvers done to overcome high push forces and/or valve alignment in constrained vasculature due to calcification damaged the balloon, with the damage exacerbated by balloon deployment and resulting in the reported balloon burst during deployment of thv in non-target location. As such, available information suggests that patient factors (calcification) and/or procedural factors (device manipulation) may have caused or contributed to this complaint event. Regarding the withdrawal difficulties, edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw the system, including an optional technique for snaring a burst balloon that may facilitate retrieval. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Patient and/or procedural factors can contribute to difficulty during withdrawal of the delivery system with crimped thv. Patient factors such as calcification may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. In this case, calcification may have caused constrained sections of the anatomy that interfered with passage of the delivery system and caused the reported difficulty during withdrawal. As such, available information suggest that patient factors (calcification) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifsciences affiliate in china, regrading an implant of a 20mm sapien 3 valve in aortic position by transfemoral approach. After using the dilator, the 14fr esheath was difficult to advance though the femoral artery and a 6mm pre dilation balloon was used. As the sheath was still difficult to advance, a 7mm pre dilation balloon was used. The sheath advanced to the external iliac artery but hard resistance was felt again, so a 8mm pre dilation balloon was used. Due to this pre dilation, the sheath distal tip was opened, and the sheath was removed and replaced with a second 14fr esheath. The second sheath was advanced until the common iliac artery where it got stuck. An attempt to use the 20mm commander delivery system without the valve to advance the sheath up to the abdominal aorta but was not successful. The sheath was left at the iliac level for the procedure. During the procedure, the delivery system with the valve successfully exited the sheath but the valve was also stuck in the common iliac artery. During the attempt to move forward, the entire system suddenly jumped up. At the same time the patients blood pressure dropped due to a rupture of the vessel and the valve was stuck in the abdominal aorta . It was decided to deploy the valve in the abdominal aorta, but when the balloon was inflated, it burst. An 8 mm balloon was inserted peripherally to deploy the valve, and then a stent graft was inserted. During this, hemostasis could not be maintained since the rupture was too big and the patient eventually passed away.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 component code, health effect - impact code, health effect - clinical code, device code(s), type of investigation, investigation findings, investigation conclusions have been updated.